Event description:
It was reported that when tried to use the product and felt sick, received a question about whether the needle cap had come off and whether measures were being taken to prevent it from happening again. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cover is confirmed but the exact cause could not be determined. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed no use residues throughout the returned infusion set. The infusion set was returned inside its opened packaging. One side of the cardboard it originally comes in was returned with a tear in the cardboard. The other side of the cardboard was not returned. The end cap was returned attached to the luer of the device. A needle cover was not returned with the device. Because the device was returned opened, the complaint of a missing needle cover is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when tried to use the product and felt sick, received a question about whether the needle cap had come off and whether measures were being taken to prevent it from happening again. There was no reported patient injury. No other information was provided.